Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and autoimmune disorder ("autoimmune issue") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure) and surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, autoimmune disorder, pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device dislocation, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 ((B)(6) 2008, (B)(6) 2010) and renal calculus. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issue"), the first episode of pelvic pain ("pain"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss"), fatigue ("fatigue"), vision blurred ("blurred vision"), abdominal distension ("bloating"), abdominal pain lower ("chronic pain llq"), genital haemorrhage ("heavy bleeding"), the second episode of pelvic pain ("cramps like labor pains,"), cholelithiasis ("gallbladder sludge"), cardiac flutter ("heart flutter"), pain ("radiating pain, poking, stabbing pain when bending"), vaginal discharge ("constant discharge"), urinary incontinence ("urine leakage"), diarrhoea ("diarrhea"), constipation ("constipation"), dizziness ("dizziness"), feeling abnormal ("brain fog"), mood swings ("mood swings"), paraesthesia ("tingling"), memory impairment ("forgetfulness"), pain in extremity ("legs pain") and meniere's disease ("meniere's disease") and was found to have weight increased ("gained 50 lbs in first year"). The patient was treated with surgery (to remove essure-hysterectomy and to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, autoimmune disorder, anxiety, depression, alopecia, weight increased, fatigue, vision blurred, abdominal distension, abdominal pain lower, genital haemorrhage, the last episode of pelvic pain, cholelithiasis, cardiac flutter, pain, vaginal discharge, urinary incontinence, diarrhoea, constipation, dizziness, feeling abnormal, mood swings, paraesthesia, memory impairment, pain in extremity and meniere's disease outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, autoimmune disorder, cardiac flutter, cholelithiasis, constipation, depression, device dislocation, diarrhoea, dizziness, fatigue, feeling abnormal, genital haemorrhage, memory impairment, meniere's disease, mood swings, pain, pain in extremity, paraesthesia, urinary incontinence, uterine perforation, vaginal discharge, vision blurred, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: two coils were visible. Removal details per mr-final diagnosis: result uterus (149 grams), hysterectomy: cervix, chronic cervicitis, mild, squamous metaplasia, endometrium, chronic endometritis, mild. Proliferative pattern with irregular sloughing myometrium no pathologic diagnosis. Result: the following diagnosis is added fallopian tubes, right and left, bilateral salpingectomy: intraluminal essure devices (gross only). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device in place with normal occlusion function bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 ((B)(6) 2008, (B)(6) 2010) and renal calculus. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issue"), pelvic pain ("pain"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss"), fatigue ("fatigue"), vision blurred ("blurred vision"), abdominal distension ("bloating"), abdominal pain ("chronic pain llq"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramps like labor pains,"), cholelithiasis ("gallbladder sludge"), cardiac flutter ("heart flutter"), pain ("radiating pain, poking, stabbing pain when bending"), vaginal discharge ("constant discharge"), urinary incontinence ("urine leakage"), diarrhoea ("diarrhea"), constipation ("constipation"), dizziness ("dizziness"), feeling abnormal ("brain fog"), mood swings ("mood swings"), paraesthesia ("tingling"), memory impairment ("forgetfulness"), pain in extremity ("legs pain") and meniere's disease ("meniere's disease") and was found to have weight increased ("gained 50 lbs in first year"). The patient was treated with surgery (to remove essure-hysterectomy and to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, autoimmune disorder, pelvic pain, anxiety, depression, alopecia, weight increased, fatigue, vision blurred, abdominal distension, abdominal pain, genital haemorrhage, abdominal pain lower, cholelithiasis, cardiac flutter, pain, vaginal discharge, urinary incontinence, diarrhoea, constipation, dizziness, feeling abnormal, mood swings, paraesthesia, memory impairment, pain in extremity and meniere's disease outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune disorder, cardiac flutter, cholelithiasis, constipation, depression, device dislocation, diarrhoea, dizziness, fatigue, feeling abnormal, genital haemorrhage, memory impairment, meniere's disease, mood swings, pain, pain in extremity, paraesthesia, pelvic pain, urinary incontinence, uterine perforation, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: two coils were visible. Removal details per mr-final diagnosis: result uterus (149 grams), hysterectomy: cervix, chronic cervicitis, mild., squamous metaplasia., endometrium, chronic endometritis , mild. Proliferative pattern with irregular sloughing myometrium no pathologic diagnosis. Result: the following diagnosis is added fallopian tubes, right and left, bilateral salpingectomy: intraluminal essure devices (gross only) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device in place with normal occlusion function bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter's information added.events:hair loss, gained 50 lbs in first year, severe fatigue, blurred vision, bloating, chronic pain llq, heavy bleeding,cramps like labor pains, gallbladder sludge, heart flutters, radiating pain, poking, stabbing pain when bending, twisting,moving, , constant discharge, urine leakage, bloating diarrhea, constipation dizziness (diagnosed miners disease), brain fog (severe at time)/forgetfulness, ,meniere's disease, unspecified mood swings, depression, tingling,radiates down both legs, were added.lab data were added. Previously reported event perforation nos updated to uterine perforation as hysterectomy was reported. Seriousness criteria for autoimmune disorder updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of perforation, device dislocation ("migration") and autoimmune disorder ("autoimmune issue") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), anxiety and depression. The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, autoimmune disorder, pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device dislocation, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.